Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: initial reporter is a synthes employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024 during an unknown procedure, the reaming rods in question broke. The surgeon prefers a bend at the end of the reaming rod, and the rods broke when staff attempted to bend them. A third reaming rod of the same type was opened, and staff were able to bend it successfully. There was no adverse patient impact. The surgery was completed successfully with no surgical delay. No further information is available. This report is for a 2.5mm reaming rod with ball tip/950mm-sterile. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The photo investigation revealed that the tip of 2.5 reaming rod ball tip/950-sterile was broken. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the 2.5 reaming rod ball tip/950-sterile would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H4, h6 manufacturing location: supplier ¿ (B)(4)/ inspected, packaged and released by: monument. Release to warehouse date: 17-feb-2023, expiration date: 31-jan-2032, part number: 351.706s, 2.5mm reaming rod with ball tip/950mm - sterile, lot number: 2961p67 (sterile). Production order traveler met all inspection acceptance criteria. Inspection certificate, 351.706-11-btq880013 / 2, met all inspection acceptance criteria. Certificate of conformance supplied by (B)(4) dated 17-jan-2023 was reviewed and determined to be conforming. Tensile strength specified as minimum 2000. Certified at 2239-2383. Tensile strength of ball tip specified at minimum of 1023. Certified at 1247-1342. Packaging label log (pll) lppf rev g, lmd rev c was reviewed and determined to be conforming. Certifications of heat treat supplied by temperature processing to eptam dated 30-dec-2022 and 01-dec-2022 were reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 24791 supplied by (B)(4) (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.